Event description:
A home patient contacted baxter's technicial service center for assistance. The home patient observed a leak from a supply line during prming. Baxter's technical service representative advised the home patient to discard the set-up and start over with new supplies. Follow-up with the home patient revealed a sharp object was being used when opening box. The home patient is no longer doing this. No patient injury or medical intervention was associated with this reporter per the home patient.